Event description:
Patient reported experiencing elevated blood glucose (250 mg/dl). She indicated that she was able to lower blood glucose by bolusing; however, her blood glucose would increase during basal delivery. Patient switched to her back-up device and her blood glucose returned to normal. Patient stated that she believes the device was not delivering basal insulin.